Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found low angles in up, down, left direction. Angulation test found to be failed, noted out of specifications. Play was observed on angulation. The customer reported issue of "angulation problem " could be confirmed. Furthermore, inspection found forceps elevator has foreign material. Foreign material noted to be yellowish/brown in color however, service repair noted that it was unknown what the foreign material was. This condition was attributed due to insufficient reprocessing, handling issue. Additionally, the following defects were identified during device inspection: due to clogging of nozzle, water removal ability does not meet the standard value. Forceps channel port found shaved. Peeling of the coating of connecting tube was observed. Due to a pinhole on a-rubber (insertion section, bending section), water tightness lost. Scratch observed on connecting tube, grip, s-cover, universal cord , control unit and c-cover. A-rubber 9insertion section) found with a cut. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported angulation problem. According to the report, no problem was found when device was checked , however, customer felt angulation problem and requested for device inspection. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material in the forceps elevator. This report is being submitted due to the finding of foreign material in the forceps elevator (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The following was answered: was the device reprocessed prior to being sent in for repair or without reprocessing due to failure on the device? In routine reprocessing is done. However, missing out on the manual cleaning step for forceps elevator may be possible. What was the foreign material? Not identifiable. Does the user inspect the device for any abnormalities before using it? No. Has this device been used on a patient with foreign material? The possibility can not be denied for very minute foreign body traces. As inspection of elevator region with magnified site is not possible at customer end. Does the customer follow reprocessing steps as per instructions for use? Yes, in routine during procedures. Was the start of precleaning delayed after the procedure? No. Was the manual cleaning performed within an hour after the procedure? If this question is ""no"", was the presoaking done? Yes. Was the forceps elevator moved to raise and lower 3 times in water during aspiration? No. Was the forceps elevator brushed? Yes. But adequacy can not be confirmed. Was the forceps elevator operated in the detergent solution? Yes. Was the forceps elevator flushed appropriately? Unknown. Was the distal end brushed with the channel-opening brush? Yes. Was there any effect from other products/ reprocessing accessories/ aer(automated endoscope reprocessors)/ewd(endoscope washer disinfector) involved on the event? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing may have deviated from instructions for use, as a result the foreign material was left. The event can be prevented by following the instructions for use: "detection method is included in tjf type 150 operation manual chapter 3 preparation and inspection. Preventive measures are included in tjf type 150 reprocessing manual 3.5 manual cleaning." Olympus will continue to monitor field performance for this device.